Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The anvil was the wrong size for the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife damage and staple prefire condition may occur if the instrument is attempted to be fired with an anvil of improper size. The instructions for use for this product states: ¿use of an improperly matched instrument and anvil combination will cause staple malformation or result in the failure of the instrument to cut properly. Malformed staples may compromise the integrity of the staple line resulting in leakage or disruption.¿ the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not fire and completely malfunctioned. There was a 30 minutes delay. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, the device did not fire and completely malfunctioned. They have to redo of the pouch to resolve the case .there was a 30 minutes delay. There was no patient injury.